Manufacturer narrative:
Per regulation EU (B)(4). (General data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: date unknown/ not provided. Implant date: not applicable, as the lens was not implanted. Explant date: not applicable, as the lens was not implanted; therefore, it was not explanted. Initial telephone number: (B)(6). The device is not returning for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the internal sleeve was open when the outer box was opened. Through follow up, is was learnt that the packaging was split and not the actual inducer/iol(intraocular lens). No additional information was provided.